Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h3 investigational summary h3 investigational summary: the product was returned to eth for evaluation. One labeled winding former with a needle suture combination was received for analysis. The product code 8842 is double armed. Upon initial inspection it was observed that the needle suture combination was broken in two sections, one of the suture pieces was dispensed while other remained within the winding former. The suture pieces were examined; damage on the surface of the suture that appears to be crushed was noted. In addition, the ends were noted to be broken. A functional test was performed in one suture piece using instron equipment and the tensile force met with the requirements. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the double-armed suture was detached in the middle before use. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary; the product was returned to eth for evaluation. One labeled winding former with a needle suture combination was received for analysis. The product code 8842 is double armed. Upon initial inspection it was observed that the needle suture combination was broken in two sections, one of the suture pieces was dispensed while other remained within the winding former. The suture pieces were examined; damage on the surface of the suture that appears to be crushed was noted. In addition, the ends were noted to be broken. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained via: please confirm if the entire needle detached from the suture or if the suture: the suture is broke. What is the procedure name? Unk. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager): (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4).